Event description:
It was reported that a lead integrity alert was triggered due to short r-r events. The episode was classified as a ventricular fibrillation event and the question was raised of why did it take longer to detect the vf rhythm. The device and lead remain in use. No patient complications were reported as a result of this event. It was further reported that the patient died two and a half months post implant. The cause of death has been requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Quick look window shows lead integrity alert triggered on (B)(6) 2010 based on short interval count (sic) incrementing, and 2 or more ventricular tachycardia-non sustained episodes less than 220 ms although the record only shows 1 ventricular fibrillation(vf) episode less than 220 ms on (B)(6) 2010. One short v-v sensed event of less than 220 ms is observed on the (B)(6) 2010. (15 episodes non sustained tachycardia, 5 episodes vf). Lifetime ventricular-sic counts are observed at 57 counts on the lifetime counter, with 22 of these counts occurring since the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead integrity alert was triggered due to short r-r events. The episode was classified as a ventricular fibrillation event and the question was raised of why did it take longer to detect the vf rhythm. The device and lead remain in use. No patient complications were reported as a result of this event.